Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, missing a piece of shell (0-25%), crease fold and white biological tissue particles on the shell. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp broken on the radius due to surgical impact and missing shell due to inconclusive.

Event description:
Healthcare professional reported a right-side "rupture" and "exchange from textured to smooth devices due to the patient's concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right-side "rupture" and "exchange from textured to smooth devices due to the patient's concern with the product." Device has been explanted.